Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported that the endoscope plus rotated by itself during a procedure. Tse has reviewed error logs and they are clean. Tse explained caller that this behavior might be related to a mechanical issue on the endoscope itself or an unproperly seated sterile adapter. The procedure was completed with no reported injury and less than a 15-minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional information was obtained regarding the cause of the issue that occurred. The sterile adapter was properly seated.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The same endoscope was used to complete the procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.